Manufacturer narrative:
Investigation completed 08dec2017. No product was returned for this complaint. Therefore, failure analysis could not be performed. The omnigraft product was used during surgery. No product lot number is provided so a DHR review could not be conducted. All product is released based on passing of all in process and finished goods criteria. Due to lack of product ID and lot number for this complaint, another query was performed of integra's complaints database for the timeframe of 12 months (from 17 november 2016 to present (~29 november 2017)) using the keywords ¿infection¿, ¿pus,¿ ¿green¿, ¿omnigraft¿, or ¿omnigraft-infection.¿ only the current complaint was found based on the query. The calculated complaint rate is 0.152%. It is difficult to pinpoint the exact root cause of the infection. The most probable root cause can be that the environment post application was inadequate for wound healing.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2017 with green pus under the integra silicone in his hand. The treating physician at the clinic acknowledged he was treating an infection and wanted to know what topical antibiotics could be used with the graft; if it was possible to save the graft. He reported he was not very familiar with integra or omnigraft. He was unable to visibly detect any meshing. Another physician initially treated the patient for a traumatic injury of the left hand. Approximately 2 to 3 months ago, the patient had the first application of integra placed for a wound that had an exposed tendon. The patient had a second piece of integra placed approximately 8 days ago from the reporting date of (B)(6) 2017. Additional information has been requested.